Event description:
The customer alleged they received questionable free thyroxine (ft4) and thyrotropin (tsh) results for one patient on their e601 analyzer. The customer stated the patient sample was from the primary tube and had been processed through their cobas c501 analyzer immediately prior to being tested on the e601 analyzer. The customer stated when the sample was reanalyzed, the repeat c501 results agreed with the initial results. The customer stated the initial results were auto-validated through their cobas it3000 and released from the laboratory. The customer stated there was no fibrin seen in the tube and the tube was free of hemolysis, lipemia, and icterus. It was noted that this sample was the first one run after a one hour period of no activity. The patient's initial ft4 result was 2.19 pmol/l and it was reported as 2.2 pmol/l. The repeat result was 18.2 pmol/l. The patient's initial tsh result was 0.03 miu/l. The repeat result was 1.94 miu/l. The repeat results were considered correct and they were issued as corrected reports. There were no adverse events. The ft4 lot number was 168454 and the expiration date was not provided. The tsh lot number was 169099 and the expiration date was 02/27/2013. The customer could see no mechanical issues and the analyzer had been running very well. Quality control was good before and after the event. A reagent or quality control quality issue can be ruled out. The laboratory checked other samples analyzed on the e601 around the same time and all repeated ok.

Manufacturer narrative:
A root cause could not be determined. No calibration data was provided. The quality control data was acceptable and the low values could not be reproduced. A reagent or system issue was not identified. There was no indication of a general pre-analytic issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No information was provided on the specific part number involved in this event. This event occured in (B)(6).